Event description:
During the procedure, the guiding catheter was inserted into the right coronary artery and the guide wire was positioned in the distal portion of the vessel without difficulty. The proximal lesion was treated with a pre-dilatation balloon catheter and a stent. Post dilatation was performed and showed a good result on angiography. The guide wire was then withdrawn from the coronary with effort. Angiography was performed, which confirmed that the tip of the guide wire remained in the patient. The patient did not exhibit any clinical effects; therefore, the physician determined not to proceed with any attempts to recover the fractured guide wire tip.